Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to resume insulin deliveries and the pump was indicating a new cartridge needed to be installed. The customer's blood glucose (bg) level was over 500 mg/dl. The customer reloaded the same cartridge but due to the cartridge having 40 units of insulin, a valid minimum fill message occurred. The customer declined providing any additional information regarding this event or how the elevated bg level was to be addressed.